Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision at all distances and dysphotopsia. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) 1 month and 23 days after the initial implant procedure. Additional information has been requested.